Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2014 with the following findings: the black box indicates a time and date was manually changed on 01/24/2007 @ 19:46 to 01/14/2014 @ 19:41. Investigators performed pump rewind, load, and prime with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The pump powers on normally, time test was started but was not completed. The pump was opened and inspected, no intermittent condition or moisture ingress was found to the power circuit. The pump was disassembled to find bt1 not leaking. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.